Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) on the system. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. This unit was returned to failure analysis (fa) for failure to engage a vessel sealer. Fa was able to confirm error 22020 in the logs when engaging the vessel sealer instrument and error 25930 was also found on all degrees of freedom, indicating heavy carriage contamination. In the fa system, they could see that dof 6 was not moving properly. Both carriage rotor and the instrument sterile adapter will be replaced. The unit passed sensor check, direction test, sine cycle, carriage friction test, friction test, brake test, carriage switches, carriage/acm fan, and fiber test. Per log review, the following was confirmed: a sigmoid colectomy procedure was performed on system sk 1638 on 14-apr-2022. A review of the site's system logs for the reported procedure date was conducted by the technical service engineer during initial troubleshooting. Investigation revealed the following possible related system error: 22020 pointing to installed vessel sealer extended failed to engage on universal surgical manipulator 4. This complaint is considered a reportable event due to the following conclusion: a patient side manipulator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer observed the vessel sealer instrument would not engage on arm 4. It was noted that the issue remained after the customer re-draped and tried using a backup vessel sealer. The customer was able to install the vessel sealer on all other arms except for arm 4. The technical service engineer confirmed error 22020 pointing to engagement failures on arm 4. The procedure was continuing as planned with no reported injury. Multiple follow-up attempts were performed to obtain additional information. However, no further details have been received as of the date of this report.